Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information had been requested. If it becomes available, it will be submitted in a supplemental report.

Event description:
It was reported by the surgeon, that the patient was revised due to polyethylene wear. During revision, the appropriate device was not available. A trail device was implanted. The appropriate device was implanted the next day in 2007.